Manufacturer narrative:
The report complaint of the autopulse platform (sn (B)(4)) intermittently problem shutting down was not confirmed during functional testing, however, was confirmed during archive data review. No device malfunction was observed during the testing and the platform worked as intended. During the visual inspection, no physical damage was observed. However, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch. Deburring of the clutch plate was performed to remedy this issue. During initial functional testing, no issues or errors were observed. The archive data showed no occurrence of intermittent shutdown. Upon further review of the archive data, noticed that there were few incidents of device "time out" to save battery reserve capacity (rc) and incidents of "battery lost" during compression. The root cause was due to usage of a depleted autopulse li-ion battery during testing. After deburring of the clutch and service completion, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During shift check, the autopulse platform (sn (B)(4)) intermittently shuts down. Per reporter, it's not a battery issue. No patient involvement.